Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer reported the alarms were not audible. Customer changed pump supplies to address the issue. Customers blood glucose was 93 mg/dl.